Event description:
It was reported, the ipg can no longer communicate with the charger or programmer. Replacement external devices and troubleshooting could not provide resolution. As a result, the pt will undergo surgical intervention.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number is included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.